Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had the device removed so the patient could have an MRI for their spinal symptoms. There were no symptoms or device allegations related to the device or the removal.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v177511, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported the patient had a previous interstim system implanted in 2013, but at some point the healthcare professional (hcp) removed it. It was not known why the previous system was removed. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.